Event description:
(B)(4). Ever since the essure was placed I have been experiencing excruciating pain in my pelvis, dizziness, headaches, joint pain, and weight gain. I've tried everything to combat these symptoms with no relief whatsoever. It is continually affecting my life and my ability to interact with family and friends. I have even had to quit working as a result. My device was provided by my insurance blue care of tennessee as a safe alternative to tubal ligation.